Event description:
Patient (pt) receiving hemodialysis on the baxter meridian device and the arterial pressures went out of range. Hcp reported the arterial pressure indicator was "red" but the blood pump continued to run and there was no audible alarm. Hcp reported the alarm limits were opened by the staff, reset and treatment resumed. Pt was asymptomatic during treatment and left facility without incident. Hcp reported there was no patient injury and no medical intervention was necessary.